Manufacturer narrative:
The insulin pump was received with intermittent act button due to flattened and creased dome. The insulin pump has minor scratches on lcd window, missing end cap sticker, cracked case at display window corners and reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported that one of the buttons of the insulin pump was responding intermittently. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.